Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 10 was not open. A field service engineer (fse) arrived onsite to troubleshoot the unit and found the controller card showing no lights on the back, indicating failure. The controller card was replaced, and cubex was contacted for configuration. The unit was successfully tested and is now functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening and could not be populated. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.